Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user described a decrease in hearing performance in everyday life. There was no special situation since when this was observed. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing responses of the user deteriorated and subsequent in-situ measurements showed an increasing number of channels affected by high impedence over time. The user described a decrease in hearing performance in everyday life with no special situation since when this was observed. The user has been re-implanted on (B)(6) 2019.